Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported, "catheter site infection." Start date: (B)(6) 2021; end date: (B)(6) 2021. The event occurred at the left side of the body. The event is a local (catheter site) infection, which was a culture confirmed site infection. Moderate severity and related to the device (catheter), but unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: recovered, no sequalae. Action taken: "device removed". No additional details of adverse event were provided.